Event description:
It was reported that the 2.50x15mm xience xpedition stent would not deploy. There was no clinically significant delay and no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult/failure to deploy from this lot. Based on the reviewed information, no product deficiency was identified.